Event description:
Report received from the account stating that the intraocular lens(iol) was removed and replaced 2 months post implant without patient injury due to improper iol power.

Manufacturer narrative:
(B)(4) - the returned iol was measured for diopter and was confirmed correct as labeled, 16.0 d. The iol met all specifications for optical properties. A review of the implant database shows the initial implant was replaced with a 17.5 diopter. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report.